Event description:
Doctor reported that pt experienced swelling and no bone formation after a sinus lift procedure using pepgen p-15, demineralized freeze dried bone, and another unnamed product (not manufactured by dentsply). The pt was treated with antibiotics and it is reasonable to assume that another surgical procedure would be necessary to achieve desired results.